Manufacturer narrative:
H10: a voluntary recall has been initiated for mission disposable core biopsy instrument kit which are product catalog/lot number specific. Reportedly the mission disposable core biopsy instrument kit may have a mismatch between the coaxial and the needle in the kit devices. Device incompatibility due to the external diameter of the biopsy instrument being larger than the internal diameter of the coaxial needle is most likely to result in no patient involvement or a clinically insignificant procedural delay. If the coaxial needle has been deployed, an additional device would be required. If a compatible device is not immediately available, the procedure may need to be repeated, resulting in minor injury from a new needle puncture and care may be prolonged. If efforts are made to use the device despite incompatibility, unusual adverse events such as needle tip breakage may occur. To date there have been no adverse events worldwide reported related to this issue. As result of the field action, this event is being reported as a malfunction reportable event. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 03/2025) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that prior to a biopsy procedure, the coaxial needle in the kit allegedly was not compatible with the biopsy needle. It was further reported that the internal diameter of the coaxial cannula allegedly may be smaller or larger than the external diameter of the biopsy needle. There was no patient contact.